Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5166304. The device was not returned for analysis and the complaint of burning sensation could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported the patient felt a burning sensation at the middle and top portions of the leads during intro-op testing at a permanent trial procedure. The reported burning sensation continued when procedure was completed and patient was connected to the ets and throughout the trial period. Impedances were within normal range both during intra-op testing, and once connected to the ets. Physician was not able to determine the cause of the burning sensation. Patient underwent an explant procedure and is doing well post-operatively.